Event description:
During an in-clinic follow up, noise was observed on the right ventricle (rv) lead. The noise was reproducible with isometric contraction maneuvers. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise resulted in oversensing.